Manufacturer narrative:
The manufacturer has rec'd the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexk0145 showed no other similar product complaint(s) from this lot number.

Event description:
A short time after placing the PICC on (B)(6) 2014, the infusion nurse called and said she was having difficulty flushing or aspirating the PICC line. The nurse who inserted the PICC thought that it was positional and when the infusion nurse tried to reposition patient the line worked better. On (B)(6) 2014, I rec'd a call from the infusion nurse again stating that the PICC line had infiltrated and they had taken it out. Patient was seen by the PICC team on (B)(6) 2014 and brought the discontinued PICC line with her. It was noted that there was a break in the PICC line in two places. One break was at the 11cm mark and the other was at the 12cm mark. Not sure how long the breaks were in the since patient complained of problems with the line since insertion. There was no harm to the patient, although it did not cause an infiltration.